Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 31-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main enhanced half-height drawer 4-2 pocket b1 and b5 failed to release and could not be recovered. A field service engineer rebooted b1, but it still failed to release and could not be recovered, and b3, b4, and b5 were not detected on the bus. The fse replaced row board b, removed the failed cubie b1, and unloaded cubie b1 on the carefusion application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device was not detected on bus. The customer stated that this malfunction caused a delay to the patient care and the nurses could not be able to obtain medication. There were no adverse events or injuries reported based on this event.